Event description:
Reported via clinical study: it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device. The physician has planned to discontinue clopidogrel and start apixaban. A follow up tee to be done in 6 months to reassess the patient. There were no other complications that were reported to have occurred.